Event description:
It was reported that during implant after the rv lead was placed successfully, the rv lead dislodged while revising the associated lead. The physician attempted to extend the rv lead and place it again, but the lead dislodged once again. The physician preferred to remove the rv lead and implanted a new rv lead. Body tissue was noted to be stuck in the lead helix. The patient condition was good before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.